Event description:
On (B)(6) 2013 the reporter contacted animas, alleging that the display screen was dim/ difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/28/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/17/2013 with the following findings:testing did no confirm the dim displays complaint. Powered the pump on and the display is clear & legible. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.